Event description:
Revision surgery - pt fall, calcar fracture. Revision was performed due to that occurrence, not because of implant failure. New sleeve was used and surgeon went to the +3.5 new distal centralizer also used.